Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed flow transducer test. The reported issue has been confirmed during evaluation of received problem description. Our fse was onsite to investigate the issue further. After replacing the o2 gas module the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).